Event description:
The user facility reported a 74-year-old patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella cp had been initiated in auto, the placement signal did not appear, so aic was replaced. The placement signal appeared and no other complications observed. Procedural rn stated that the white connector cable was probably not pushed hard enough into the first aic because the second aic felt a ¿snap¿ when connected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.